Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the anchor is broken on the second thread. The suture bridge is intact and not broken as reported. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It was reported that the bone quality was hard. No other procedural technique details were provided and therefore we cannot determine an exact root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales representative reported the customer's 4.5 healix peek anchor broke upon insertion where the suture bridge is during a rotator cuff procedure. This caused the anchor to not advance into the bone. The surgeon removed the broken anchor and all broken pieces from the bone hole and inserted another anchor to complete the procedure with no patient consequence or delays. The device is being returned for evaluation. The sales representative stated it was hard bone but had no further information due to not being present for the procedure.